Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump has been alarming unexpected restart after battery changes for the past 6 months. Unexpected restart alarm and external ram error found in the alarm history. Customer stated a temporary basal was not programmed before the alarm. Customer states the device was not stored or not in use for an extended period of time. Customer was advised to monitor the device. Blood glucose value is unknown. Nothing further reported.